Event description:
Adverse event(s): "anterior chamber fluctuation" (no code available). Product problem(s): "intermittent surge" (no code available). A customer reported during the case, the system caused a surge (anterior chamber fluctuation) intermittently. This event occurred with the bottle height high and the patient's eye below cassette level. The system was switched out and the case was completed. There was no patient injury reported.

Manufacturer narrative:
A company service representative examined the system. The fluidics module was replaced and preventive maintenance was performed. The system was then tested and met all product specifications. (B)(4).